Event description:
It was reported that there were leaks at the elbow portion of the device. Product was not dropped. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 08-may-2024. H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Started with a visual inspection. Device was received with discolored front cover, faded and worn line cord, corroded quick connect, crack under quick connect, all four corners cracked on water tank cover, and outdated pcb and power switch. Filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch for functional testing. The customer's complaint was confirmed, and the root cause was a crack in the enclosure. No action will be taken due to the condition of the device. It is beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
While performing a review of the file it was determined that is was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-03452. Please reference file mrn 3012307300-2024-03453 for all details pertinent to this event.